Manufacturer narrative:
B3 date of event is estimated. E1 initial reporter information is partial as patient's family did not provide more details. Additional information was requested, but the patient's family did not want to answer additional questions.

Event description:
It was reported that the patient's unit stopped working suddenly on two separate occasions while they were on the way to different doctor's appointments. The first time, they did not have a backup source, but they brought an oxygen tank as a precaution during the second visit. The unit stopped working on the way to the second visit resulting in the patient getting admitted to the hospital. They were discharged ten days later, although the exact dates were not provided by the patient's family. A replacement unit was shipped to the patient; however, the patient has not used it as they were still recovering. Additional information was requested; however, the patient's husband did not want to answer any other questions.